Event description:
A nurse reported the surgeon couldn't get the indirect laser ophthalmoscope to work during a photocoagulation surgery. The surgeon decided to stop operating. There was no harm to the patient, however, they were not able to complete what was intended.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).